Manufacturer narrative:
This supplemental report is being submitted to provide the original equipment manufacturers (OEM) investigation results. The OEM performed a DHR review and found no anomalies were noted during the manufacturing of the subject device and lot number. Furthermore, a full review of the manufacturing processes was performed, nothing was found out of specification and everything was done according current standard operation procedures, quality assurance procedures and customer drawing specifications at that time. Since no pictures or samples were provided the customer complaint could not be performed confirmed.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer¿s experience cannot be confirmed. If additional information is received or the device is returned at a later date this report will be supplemented accordingly.

Event description:
Olympus was informed that during a therapeutic stone removal and stent placement procedure, while inserting the stent into the patient the length appeared to be shorter than expected. The nurse opened a second stent from same package and it measured 28 centimeters. Due to the patient¿s anatomy the surgeon required at least a 30 centimeter stent for placement. The user facility did not have the appropriate size stent available to complete the procedure. The patient was placed in recovery until the anesthesia subsided and then transferred to a sister facility to complete the intended procedure. Additionally, the user facility reported that the stent was inspected prior to use; however, was not measured until it was used.